Manufacturer narrative:
The polaris 5.5 ti multi-axial screw inserter, item # 14-500185, lot # pv114a was returned for evaluation. Visual examination of the returned device confirmed the reported damage; the tip has broken off in a manner consistent with torsional stress. A function check of the returned item cannot be performed due to the damaged condition of the driver. The length of the device was measured at 8.8595"; the device drawing specifies the length as 8.975 ± 0.02¿, indicating approximately 0.1155¿ of the driver tip has sheared off. The device history record (DHR) was reviewed; the drivers were received and inspected with no non-conformances noted. The hardness measured at the inspection was 50 hrc for the center shaft which is within the specification for the device (=48 hrc). The drivers were likely conforming when they left biomet control. The probable underlying root cause for the damage is excessive torque forces leading to loss of mechanical integrity and ultimately instrument deformation and fracture. It is possible that these excessive forces were the result of patient condition (hard bone, unique anatomy, etc.), improper technique, and/or misuse (excessive torque applied). (B)(4).

Event description:
While inserting a polaris translation screw, the tip of the inserter sheered off in the screw tulip. The screw was removed and screwdriver changed. And a second screw inserter tip sheered off at the same vb level. No adverse events were reported.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow-up report will be sent upon completion of the device evaluation. Report one of two for the same event, see also 3004485144-2015-00020.